Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0267232. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from between the needle's extension tube and blue joint during the operation. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the hospital at 10:30 on (B)(6) 2021, and planned to undergo painless abortion in the afternoon. The patient was given a venipuncture indwelling needle according to the doctor's instructions. The nurse did not find anything abnormal according to the standard operation, but there was leakage between the extension tube of the indwelling needle and the blue joint when sealing the tube, so she replaced the indwenting needle, but no similar situation was found."